Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Two days after the procedure, the patient developed peritonitis. The infection triggered abdominal pain. The patient was treated with antibiotic doxycycline. The peg-j tube was removed due to the reported long-lasting intra-abdominal course.